Event description:
It was reported by a customer on (B)(6) 2011 during the procedure, an error message code 171 occurred. Per a conference call between the customer and american medical systems technical support, the laser's power was set at 80w. Per technical support, it was advised to increase the power. Per the customer, the power was increased to 90w. The procedure was resumed.